Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2019. Additional information, including product return status, was requested from the customer; however, no further information was provided. The patient¿s pump was not returned for evaluation. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The heartmate ii lvas IFU is currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death is unknown. Additional information was requested but not provided.